Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that ultrasounds were too effective during an ocular procedure. There was a break in the capsularhexis and the patients capsule ruptured. Additional information has been requested. Further information was received indicating that aspiration was too strong at the start of phacoemulsification during a cataract procedure. The patient experienced an anterior capsular tear. Additional medical or surgical intervention was not required. The toric intraocular lens was implanted in the capsular as planned. It was noted that an occlusion occurred during the procedure.

Manufacturer narrative:
Additional information has been provided in h.3, h.6, and h.10. Corrected information has been provided in b.2. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With the information obtained, and no handpiece received at the investigation site for evaluation, the root cause of the reported event (s) cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).